Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not sanitize the hands, used soap instead and reused masks". The peritonitis was manifested by pain in rib area. It was reported that the patient was not hospitalized for the event' however, the patient presented to the emergency room a day after the event onset and was treated with unspecified antibiotics (for 21 days, dose, route and frequency not reported) for peritonitis. At the time of this report, patient had completed the antibiotics and "feels better". Action with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.